Event description:
The customer reported that approximately 2-3 droplets of diluent consisting of blood leaked from the lh 500 hematology analyzer while running controls in manual mode. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and disposable eye glasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the probe wipe was not aligned, extending to a different spot each time, and sticking when moving up. The fse proceeded to file down the plastic stop and set screw to correct the movement of the probe wipe and resolved the leak. Results: failure mode of the event is attributed to the set screw on the probe wipe. (B)(4).